Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. This event is originally reported in MFR report # 2029046-2018-01678. Additional information was received from author on june 15, 2018 regarding patient #5 and therefore submitted separately. It was reported that one (B)(6) female patient (patient #5, (B)(6) underwent radiofrequency ablation for symptomatic, paroxysmal atrial fibrillation using smarttouch thermocool ablation catheter (catalog d133602) under fluoroscopic approach (fluoro group) on (B)(6) 2015 and suffered cardiac tamponade requiring pericardiocentesis. Patient was fully recovered. The author commented that the event was procedure related and resulted mild impairment of a body function or damage to a body structure. The purpose of this study was to evaluate the safety and efficacy of intracardiac echo (ice)-guided pulmonary vein isolation (pvi) without fluoroscopy. Four-hundred eighty-one (481) patients were enrolled in this study. The study was conducted between january 1, 2014 and march 31, 2016. An open-irrigated smarttouch thermocool ablation catheter was used in this study, however lot number were unknown. Diagnostic catheter lasso test catheter 7fr, def,15 mm (catalog product d-1220-38-s, 35o26r and d-1079-228-s, 35x58q) were also used in this procedure.